Event description:
As reported by the user facility: customer called to report under infusion; did not have any additional information on the under infusion. Reference MFR report # 9610825-2013-00326.